Event description:
It was reported that the patient received therapy. The patient presented in-clinic and the device could not be interrogated. Device remains implanted.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to low battery voltage. The low battery voltage was caused by high current drain. A short was identified on the hybrid circuitry. However, the root cause could not be determined.